Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the right ventricular channel, leading to oversensing as reported in the complaint text. Furthermore, there was a shock lead integrity trend curve showing the rv coil continuity to be stable around 400 ohms between may 2018 an december 2018 with a subsequent intermittent decrease to <200 ohms.in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 67 months after the implantation oversensing was noted on this lead. Oversensing of myopotentials has been observed regularly but not very often so far. There was no mention of intervention.